Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating and remote support service was offline. A field service engineer (fse) inspected and found that the a sys was up and running but the fse was unable to dial in or configure remote support service (rss). Fse reimaged the solid-state drive (ssd), but the system remained unable to connect through remote support service (rss), indicating a possible network issue, observed the customer successfully access the station, then copied the remote support service (rss) software from the 1 terabyte thumb drive to the c drive and tested the system for proper communication. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating, and the refill numbers for the main narcotic medications were incorrect. However, there were no delays, adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating, and the refill numbers for the main narcotic medications were incorrect. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.